Event description:
It was reported that the superior vena cava (svc) coil exhibited high defibrillation thresholds during implant. It was noted that the high thresholds continued after implant. The svc coil was removed and replaced with a new svc coil in addition to a defibrillation subcutaneous coil. In addition, the patient was started on antiarrhythmia medication. No patient complications have been reported a s a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: n141 competitor bi-ventricular defibrillator, (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.